Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 81% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4). 5076 implantable pacing lead 2002 (B)(6); 5076 implantable pacing lead 2008 (B)(6); 4194 implantable pacing lead 2008 (B)(6).